Event description:
The physician intended to use an endeavor resolute drug-eluting stent during a procedure to treat lesion in the lad with 95% stenosis, severe calcification and minor tortuosity. The device was prepped prior to use with no abnormalities noted during inspection. The lesion was pre-dilated with 75% stenosis remaining after pre-dilatation. It was reported that the stent was deformed and the tip of the device was noted as damaged. The device was removed from the patient and the physician dilated the lesion again and used a new device to complete the procedure. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was damaged. The 1st and 2nd distal segments were partially flattened and deformed with a number of struts raised on the 1st segment. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited 75% stenosis, severe calcification and minor tortuosity). Deformation issue (stent deformed). Evaluation conclusions: known inherent risk of a procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (target lesion exhibited 75% stenosis, severe calcification and minor tortuosity). (B)(4).